Event description:
It was reported at implant attempt the stylet stuck in the lead and could not be removed. The lead was not used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, the visual inspection revealed that the inner tubing was kinked/buckled preventing stylet insertion. The stylet was evaluated and no anomalies or issues were found.